Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Additionally, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer resumes their insulin using same pump supplies to resolve the issue.